Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the impactor device had a mechanical noise, but no movement and the trigger was stuck. It was not reported that this issue was discovered pre-surgery. There were no reports of injuries, medical intervention or prolonged hospitalization." All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device was visually inspected as received from the customer. It was found that the device passed visual inspection. The device failed the following inspection criteria¿s during the functional assessment: 4.9 impactor operation assessment: fail. 4.12.1 intermittent test assessment: n/a. 4.13 final assessment: scrap. The kincise surgical impactor was visually and functionally assessed and determined not to operate due to unknown reasons. This is considered normal wear due to general tool degradation since the impactor met its life expectancy due to its age and high cycle count. No further action required at this time since the condition is consistent with normal wear, and no other issues were observed. The most relevant root cause is linked to normal wear.